Event description:
Reported shock impedance < 25 ohms per home monitoring. Far-field signal on the shock impedance out-of-range iegm appears degraded compared to previous recordings. Lead to be evaluated further and remains implanted.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.